Manufacturer narrative:
D10. Continuation - Concomitant medical devices in use during the event include Medtronic Product ID: D-EVOLUTFX-34; Product Serial/Lot Number: (b)(6); Product Type: 0195-heart valves; Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a femoral transcatheter aortic valve procedure using a 34 mm FX+ transcatheter aortic valve, the valve was loaded and screened and a crease extending toward the 4th node was observed and deemed acceptable. The native aortic valve was described as heavily calcified, and a pre-implant balloon aortic valvuloplasty (BAV) was performed using a 21 mm non-compliant balloon with conservative sizing selection. During the first valve deployment, at approximately 80% deployment, an infold was observed. A new valve was promptly loaded and screened, and the second valve was deployed successfully without further issues. No patient complications have been reported as a result of this event.